Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist sent a follow-up letter to the pt and reviewed the customer care advocate's (cca's) documentation. On 08/25/2009, the pt complained that her one touch ultra meter would not turn on at 11 a.m on the day of event in 2009. Because the pt did not have access to the meter, she could not provide its serial number or troubleshoot with the cca. The pt reportedly had changed its battery and was advised by both the pharmacist and diabetes center to call customer service. The pt took her oral medication, amount and type not provided. Two hours later, the pt was "sweaty and very thirsty." Borrowing a friend's meter, the pt stated "my blood glucose was 88." The pt was unclear whether she self treated with food. The pt denied receiving treatment after which she stated, "I did my own treatment. My girlfriend came and I got her meter." Because the pt was admitted for a planned gastric by-pass in the next day, and was discharged the day before her call to customer service, the pt did not call sooner. The pt alleged no harm. Because the pt reported symptoms after the alleged product issue that one is either hypoglycemic or hyperglycemic, the complaint is reported. The cca replaced the products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.